Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (13) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Although olympus confirmed foreign material adhering/clogging to probe cover, adhesive on distal sheath, and distal sheath. There was no damage to the area where the foreign material was detected. It was unknown whether there was deviation from instructions for use in reprocessing steps for the area where the foreign material remained. Therefore, the cause of the material remaining in the device could not be determined. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use. Instructions for use states detection methods in gif-q150 operation manual, chapter 3 preparation and inspection. Instructions for use states prevention measures in gif-q150 reprocessing manual, chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the plastic distal end cover, the bending section cover, the adhesive on bending section cover, and the up/down, right/left knobs. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.